Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed from the device and the knife was fully returned by completing the return stroke; the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the instrument was locked during the reversed knife blade action. This was the fourth firing after three firings with blue reload. The three first firings were done parallel, on lung tissue for wedge resection. The 4th firing was at 90 degrees compared to the other two staple lines. According to doctor there are three possibilities of failures. Green reload was hooked up from one staple of first staple line. Something but hooked up at second staple line. Hooked up by a single clip from the clip device of the vessels. The tissue was separated from the echelon. By mono and bipolar device. Procedure was prolonged by fifteen minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: during what kind of procedure was the device used? Wedge resection on a lung, thoracotomy sin. And resection cuneiform lobo inf. Sin. Was it used on thick tissue? Yes (green reload). Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Usually not. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. On what tissue type was the device used? At what location on the tissue? Lung, the last firing after 3 parallel firings, and this one were going from one firing line to the other, like an 90° angled u. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. During which stroke did the event occur? At the return. What color cartridge was being used? Green. What other color cartridges were used before and after this event? 3 blue reloads before, no one after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes were any unexpected noises heard? If so, when? Do not know. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher during the 4th stroke on the last 4th reload. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Was it blocked on tissue? Yes. Was the device fully articulated? Degree of articulation? Yes. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? The tissue were cutting of from the reload, some of the tissue were slipping out, causes the movement of the echelon and manipulating the tissue. What is the age and sex of the patient? 73. What is the current status of the patient? Good. Has this any impact on the patient, the surgery or the healing process? I do not know but the surgeon were positive to the result anyway.